Event description:
At the initial stimulation 15 open electrodes were detected. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications.explantation/reimplantation surgery is yet to be scheduled.the healthcare professional has been informed that the explanted device should be returned to cochlear ltd.